Event description:
The customer reported a displayed communication fail error message. This necessitated repeat reboots to restore functionality. It is likely the system repeatedly locked up. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The connectors were reseated and the power supply adjusted during the service call. The system was tested and found to be working as intended and put back into service.